Manufacturer narrative:
Per the clinic, the device was explanted on (date not reported). It is unknown if there are plans to reimplant the patient with a new device. This report is filed on july 26, 2016.

Manufacturer narrative:
This report is filed august 8, 2016.

Manufacturer narrative:
This report is filed on april 8, 2016. Implanted device remains.

Event description:
Per the clinic, an infection had developed at the implant site, resulting in the extrusion of the receiver/stimulator; subsequently the patient was hospitalized (date and duration not reported) and treated with IV antibiotics.